Manufacturer narrative:
As the complaint meter was not returned, I-sens analyzed the precision issue with a reference meter and retained strips. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%), which satisfied the internal standard in I-sens. Therefore, it is judged that the product operated normally.

Event description:
Serial number is rubbed off. Caller stated meter is "acting up" and she's scared the meter is not working correctly. Caller stated first the meter read low, like "50something", and caller stated she also doublechecks whenever she has a low or a high reading. So, she did another test and received a reading of "hi" on the screen. She waited 15 minutes and tested again and received a reading of 127. Caller stated the readings of "50something", and "hi" were within 10 minutes. Caller stated she used a fresh blood sample for each reading. Caller stated she tries to use a new lancet before each test. Caller cleanses hands with soap and water. Caller then stated that this meter is used on her daughter. Daughter is not on oxygen therapy. Test strips were opened about a week ago. Caller stated the test strip bottle is closed immediately after removing a strip. Test strips and meter are stored together in the pouch, and they are always with the caller. Extra test strips are stored in a kitchen cabinet. Caller stated although she cannot find her control solution right now, the last time she tested, it tested within range. Caller stated her daughter is 12 years old. Caller stated that her daughter did not have anything to eat, nor any medications prior to testing. Caller stated it was just regular test, and stated she tests throughout the day, not just at mealtimes, but when she tested her, she was not showing any symptoms of either low or high readings. Caller stated the daughter was not treated based on the readings and there was no adverse event that required medical attention and that she didn't trust the readings and then used an auxiliary backup meter, and she received normal readings. Replaced meter, strips and sent return label.